Manufacturer narrative:
The unit is completing testing and evaluation by pride. A follow-up report will be submitted once the evaluation is complete. No conclusion can be drawn at this time.

Event description:
The patient was at a park, driving on a walking trail. The patient got off the powerchair and sat on a park bench. He alleges he noticed a burning smell coming from the unit and when he looked over, he saw the right motor on fire. No injury reported.